Event description:
Telemetry monitor screen went blank for about 20 mins. Notified biomed who talked monitor nurse through shutting down the system and recalibration. The monitor nurse notified all floors of telemetry down time. No adverse outcomes for pts on telemetry during this time.